Event description:
It was reported that during preparation, a leak was observed with the faradrive steerable sheath clear flush port. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the internal hemostatic valve identified a tear by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal hemostatic valve.

Event description:
It was reported that during preparation, a leak was observed with the faradrive steerable sheath clear flush port. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis.